Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and evaluation of the device, it is likely due to a failure of rx (receiver) module and txrx (transmitter/receiver) module. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the video system center exhibited an error 226 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.